Event description:
"Email from (B)(6) coordinator, (B)(6): good morning. I contacted (B)(6) a few days ago to obtain patient missing information for a case completed on (B)(6) 2019. Dr (B)(6) replied on (B)(6) 2019 stating patient passed away. I attach the email of the conversation. I do not have any other information pertaining to the death of this patient. Email response from (B)(6): "looking at patient's record at (B)(6) that patient had passed away." " patient outcome: "patient deceased."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00072. Device 2 is being reported under MDR 2247858-2019-00073.

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00072. Device 2 is being reported under MDR 2247858-2019-00073.

Event description:
"Email from terumo aortic (sunrise) regulatory affairs coordinator, (B)(6): good morning. I contacted (B)(6) a few days ago to obtain patient missing information for a case completed on (B)(6) 2019. Dr (B)(6) replied on (B)(6) 2019 stating patient pass away. I attach the email of the conversation. I do not have any other information pertaining to the death of this patient. Email response from (B)(6) vascular surgery fellow, (B)(6) medical doctor: "looking at patient's record at (B)(6) that patient had passed away." Patient outcome: "patient deceased."